Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product analysis #(B)(4). Product ID neu_wrench_acc, lot# unknown; product ty pe accessory. Analysis of implantable neurostimulator model 37714 with serial number (B)(4), found a hybrid anomaly with an unknown cause.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that there were telemetry issues and the implantable neurostimulator (ins) was unresponsive to telemetry attempts by the clinician programmer (cp), patient programmer (pp), and recharger. An ins overdischarge was suspected based on how the ins was acting. There was no communication with the cp or implantable neurostimulator recharger (insr) and both were showing reposition screens. They were able to use a different ins fine. The manufacturing representative (rep) had not initialized this ins in the past. This was an ins that the rep received from customer service order. The rep had attempted to use the ins for a new case today. The rep sent the ins back to the manufacturer. Another ins was used for the case and it was fine. No patient symptoms reported.